Event description:
Customer reported the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the mother board and sram. System operates as intended.